Event description:
It was reported that the cannula of the cadd cleo infusion set was found to be bent upon removal. The patient's blood glucose increased to 415 mg/dl, requiring a manual insulin injection, which resolved the issue. There were patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.